Manufacturer narrative:
Medtronic received additional information that this device was replaced because after coming off pump, echocardiogram still indicated moderate mitral regurgitation. The surgeon felt there was nothing more he could do to improve the repair, so he opted to replace the patient's native valve.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this device was explanted and replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.